Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. Two bolus requests were made on (B)(6) 2017. User made bolus request without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (lowest of 47 mg/dl). To treat the low bg levels, the customer consumed food (glucose tablets, and drinks- soda or juice), set up a temporarily reduced basal rate. Recommendation was made to consult with health care provider regarding diabetes management. The contact acknowledged the information and reported that the issue had been resolved.